Event description:
Pt was seated on the scooter while being transported on a shuttle bus when a vehicle came into the shuttle's path and caused an accident. The scooter was allegedly strapped securely to the floor of the bus. Pt fell out of her scooter and broke her ankle.